Event description:
Reported by the doctor, as part of a clinical trial for adolescent patients as a: "band slippage."

Manufacturer narrative:
Taper type ii. The port with taper type associated with this product will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The device has been returned and is pending completion of lab analysis. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."